Manufacturer narrative:
A visual and dimensional analysis was performed on the returned product. The reported difficult to remove was unable to be tested due to device condition. Stretched tip coils and a material separation were observed. It was confirmed that after removing the wire and atherectomy device as one from the anatomy, the devices were physically separated with some considerable force to return the barewire and the atherectomy device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. Based on the reported event description and evaluation of the returned unit, the reported difficulty removing and noted stretched coils and separation appear to be due to circumstances of the procedure. It is likely that clearance between the guide wire lumen of the atherectomy device and the barewire was reduced causing the device to become stuck resulting in difficulty removing. Reportedly, the noted stretched tip coils and separation were the result of physically separating the devices outside the anatomy with some considerable force to return the barewire and the atherectomy device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal superficial femoral artery (sfa) with 50% stenosis, moderate calcification and mild tortuosity. The 315cm barewire was advanced and filter was deployed, however, an atherectomy device got stuck and could not be removed off the wire towards the ends of the atherectomy treatment. Balloon angioplasty and drug balloon treatment were completed once the barewire, atherectomy device and filter were withdrawn as one unit back into the antegrade 7french (f) sheath. The procedure continued and the lesion was treated with a 5.0x60mm non-abbott balloon. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.